Event description:
Per the clinic, the patient experienced poor performance with the device since activation. Reprogramming attempts were made; however, the issue could not be resolved. X-ray (date not reported) revealed that entire electrode array was outside of the cochlea. The device was explanted on (B)(6) 2025, under a general anaesthetic and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.